Event description:
During placement of a bare metal integrity stent the case was complicated by entrapment of the guide wire within the stented region at the time of removal of the wire and the distal tip became disruptive from the body of the wire and was lodged within the stent. Due to concerns about the risk of thrombogenic focus, the pt was transferred to another facility to undergo coronary bypass grafting. Pt is recovering without complications.